Event description:
Routine complaint investigation when a consumer reported receiving imprecise back to back readings on the precision xtra blood glucose meter. The values received, when plotted on a clarke error grid, fell into the "d" zone showing the difference in the readings to be clinically significant. There was no report of death, serious injury or mistreatment associated with the event.